Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located a chronic total occlusion (cto) of the circumflex artery. A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the target lesion. However, upon inflation at 14 atmospheres, the balloon ruptured with debris "showering" downstream and one of the balloon markers lodging collaterally in the circumflex artery. With some difficulty physician was able to retrieve the balloon but there were some fragments were left inside the patient's body. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with an unidentified guidewire inside the wire lumen. The balloon was loosely folded with contrast in the lumen and blood in the hub of the device. The tip of the device, markerbands, the distal portion of the balloon and a portion of the inner shaft of the catheter were missing/not returned for analysis. The balloon, proximal bond, port/exit notch, inner shaft and outer shaft were microscopically examined. Inspection revealed the balloon had burst longitudinally with a complete circumferential burst. Only 10 mm of the balloon was remaining on the catheter, with 101.5cm of the guidewire sticking out from the port/exit notch and 50cm of guidewire sticking out from the inner shaft (guidewire not movable). The inner shaft was damaged (stretched) and taught over the wire, rendering the wire unmovable, with an unknown length of the inner shaft missing. There were also numerous kinks in the hypotube. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located a chronic total occlusion (cto) of the circumflex artery. A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the target lesion. However, upon inflation at 14 atmospheres, the balloon ruptured with debris "showering" downstream and one of the balloon markers lodging collaterally in the circumflex artery. With some difficulty physician was able to retrieve the balloon but there were some fragments were left inside the patient's body. No patient complications were reported and the patient status was stable.